Event description:
During the procedure while the provider was attempting to advance the orsiro drug-eluting coronary artery stent across the proximal portion of the lesion, the stent was not able to be advanced any further. Stent was withdrawn. Stent became dislodged off of the balloon- provider described as stripped from the balloon. Several smaller balloons were then used to go back into the stent to try to deploy it, and it did eventually deploy. At this time the patient's condition deteriorated. Code arrest and expired.